Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107, multiple abnormal shutdowns) has been confirmed. As received, the monitor was intermittently resetting. The cause of the service code, abnormal shutdowns, and resets was isolated to a defective u104 pxa processor. The root cause of the defective processor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was producing service code 107 - "multiple abnormal shutdowns".